Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer via the olympus company representative the following information were provided. The physician noticed the tip was broken as soon as it was inserted into the scope and removed, therefore the issue happened at the beginning of the procedure. There was no harm or injury to the patient. No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and a correction to e2. Please see updates to d4, d9, e2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The distal tip was broken. Additionally, the end of the tip was examined beneath a microscope and the tip appears to have broken jaggedly at the tip. The proximal / connector end was intact without any visual defects. The length of the fiber body/ shaft did not have physical defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the fiber tip broke off or went missing due to the device being mis-handled while being introduced to the scope. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the urologist inserted fiber and noticed that the tip was broken off or missing. Per the report, the device (laser fiber) was immediately withdrew and used a new one. The intended therapeutic ureteroscopy procedure was completed using a similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Additionally, follow up to gather additional information regarding the reported event is in progress . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.